Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 41 months, due to aortic stenosis and regurgitation. Information learned from the operative report.